Event description:
Caller alleged discrepant results using the inratio2 meter: (B)(4). All tests were done within minutes of each other. Patient is wiping the first drop of blood and using 28 gauge lancets.

Manufacturer narrative:
Investigation pending.